Event description:
It was reported that the insulin pump has been sounding a constant tone while the customer was driving. The customer was calling back after resting the insulin pump. The customer's blood glucose was 120 mg/dl. The customer tried inserting a new battery and the screen of the device went blank. Troubleshooting was performed but the display did not return. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to faulty component on the interface board. No unexpected constant tone alarm anomaly noted. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No black dot noted on the device.